Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and six months post implant of this 21mm aortic bioprosthetic valve, the valve was removed and replaced with a 25mm bioprosthetic valve of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.